Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters, where it will be evaluated. When available, the device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that diagnostic imaging had not revealed a cochlear malformation. A 4 hours long surgery took place under navigation, where the facial nerve was exposed. Due to the risk of facial nerve paralysis the surgery was aborted and the device removed. The device was removed for anatomical reasons. The patient was explanted of the device on (B)(6) 2014.